Event description:
The customer communicated that the laryngoscope shattered while intubating a patient.

Manufacturer narrative:
The customer communicated that the laryngoscope shattered while intubating a patient. Intubation was hindered which delays in establishing a protected airway. Which increases the risk to the patient. After testing of lot 20x, it was determined that the only way to break the pin area of the handle, was to incorrectly attach the blade or to apply an extremely high force on the correct set up. All samples tested properly passed the strength tests and did not crack. Ra: per the risk analysis file (B)(4) the risk associated with this complaint is a 7-extreme, which does not require a review at carb.

Event description:
The customer communicated that the laryngoscope shattered while intubating a patient.

Manufacturer narrative:
The customer communicated that the laryngoscope shattered while intubating a patient. Intubation was hindered which delays in establishing a protected airway. Which increases the risk to the patient.